Event description:
It was reported that the handheld would freeze. No additional information is available. New handheld was shipped to the site and the old handheld was returned to manufacturer which is current undergoing product analysis.